Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was only reported that the instrument is "broken". The internal assessment revealed that the jaw part is broken. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during a thorough inspection of the claimed item 38610md, lot sl10, a structural defect was found at the distal end of the instrument. The fork that holds the mouthpiece is broken. In addition, small burrs and indentations are clearly visible on the surface of the fork. The break is located at the rear of the fork, where the bar begins. Furthermore, the investigation shows a clear deformation of the entire item, which indicates the effect of an external force. The combination of indentations in the material, visible surface damage, and the bending of the item strongly suggests that the defect was caused by mechanical overload. From a technical point of view, it can be assumed that the item was subjected to excessive force. This force initially led to plastic deformation (bending) of the instrument and subsequently to overstressing of the fork structure, which ultimately resulted in breakage. The instructions for use (IFU) expressly state that the product must be checked for damage before each use. It also warns against the use of excessive force. The damage pattern indicates that these instructions were not followed. From a technical point of view, it is therefore highly likely that user error was the cause. Improper handling under excessive mechanical force led to the damage observed. The event is filed under internal karl storz complaint ID: (B)(4).